Manufacturer narrative:
(B)(4). Batch # r58t5h. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what color was the sliver of plastic that appeared to be shaved off? Gold. Same color as reload. The sliver is still attached to the reload. Were all pieces retrieved from the patient? Yes.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when they removed the reload from the plee60a they noticed a sliver of plastic that appeared to have been torn off from the inside channel of the reload. It is unknown how the case was completed. There were no patient consequences reported.